Manufacturer narrative:
Since this event could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a scaler module assy, complete allegedly the got hot and the hygienist suffered a burn to the finger and a patient had a burn to their tongue. No serious injury was reported from the alleged event.